Event description:
It was reported that nexiva 20ga 1.25in hf y was broken. The following information was provided by the initial reporter: a staff report that a bd nexiva catheter is broken inside in the patients vein. The bd nexiva was placed at the emergency department. The issue was first identified just before an operation. When the nurse tried to flush at the nexiva, it was not possible to flush at all and the nurse was forced to remove the nexiva. When the nexiva was removed the nurse realized that is was broken,-only half of the catheter came out. The nurse was lucky enough to be able to take the remaining catheter out with a forceps. The patient got afterwards a new pvk so he could get his medicine.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one device displaying a broken catheter. The reported issue was confirmed. Closer visual analysis of the broken section of the catheter, revealed a smooth edge which is indicative of contact with a sharp cutting instrument. Manufacturing related causes for catheter damage will produce jagged and uneven surfaces. Additionally, occlusion testing of the returned unit was also performed. The fluid pathway was found to be unobstructed and fluid adequately flowed through the device. Based on the available information our engineers were unable to associate the root cause for this event with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20ga 1.25in hf y was broken. The following information was provided by the initial reporter: a staff report that a bd nexiva catheter is broken inside in the patients vein. The bd nexiva was placed at the emergency department. The issue was first identified just before an operation. When the nurse tried to flush at the nexiva, it was not possible to flush at all and the nurse was forced to remove the nexiva. When the nexiva was removed the nurse realized that is was broken,-only half of the catheter came out. The nurse was lucky enough to be able to take the remaining catheter out with a forceps. The patient got afterwards a new pvk so he could get his medicine.